Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a large right pleural effusion requiring a chest tube. After placement, the chest tube was immediately drained 800ml by interventional radiology (ir). 2 out of the 4 bottles of drainage were found to be positive for gram-positive cocci in rods. Additional information revealed that the patient had a fever and elevated white blood cells (wbc) count. The patient had their swan-ganz catheter tips and sheath cultured after which it was discontinued. The patient was started on vancomycin and ceftriaxone after the patient urine culture revealed gram-positive cocci in rods. On (B)(6) 2022, the patient had their dual-chambered implantable cardioverter-defibrillator (ICD) replaced due to ICD malfunction and its inability to interrogate secondary to lvad/ICD interaction and ongoing pocket pain.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of interference between heartmate 3 left ventricular assist system, serial number (B)(6), and the patient's implantable cardioverter-defibrillator (ICD) device could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (localized infection and pleural effusion) could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). Additional information regarding the event was requested from the account; however, none has been provided at this time. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: localized infection is listed as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. Sections 1, 5, and 6 warn the user that the heartmate 3 pump may cause interference with implantable cardioverter-defibrillators (icds) and if electromagnetic interference occurs, it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. Sections 5 and 6 also warn the user that if a patient receives a heartmate 3 pump and has a previously implanted device that is found to be susceptible to electromagnetic interference, which could affect programming, the manufacturer recommends replacing the ICD or implantable pacemaker (ipm) device with one that is not prone to programming interference. Section b states: the heartmate iii left ventricular assist system has been tested and found to comply with the limits for medical devices to the medical electrical equipment¿part 1-2: general requirements for basic safety and essential performance¿collateral standard: electromagnetic compatibility. These limits are designed to provide reasonable protection against harmful interference in a typical medical installation. The heartmate iii left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by one or more of the following measures: reorient or relocate the equipment. Increase the separation between the equipment. Connect the equipment into an outlet on a circuit different from that to which the other device(s) are connected. Consult the manufacturer for assistance. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.